Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made. The recipient is not experiencing performance concerns.

Manufacturer narrative:
Corrected information: section b.5, h.6. Advanced bionics considers the investigation into this reportable event as close. Programming adjustments were not made. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.